Manufacturer narrative:
Argus case (B)(4).

Event description:
Consumer confused the product with other pills and was drinking the product dissolved in water [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: it was reported that the product was purchased in the u s a and sent to a family member in (B)(6). The family member had incorrectly used the product, and that was when the person who purchased the product called gsk spain to receive the information in (B)(6) in order to send it to her relative. The patient was confused the corega tablets with her tablets (eno/alkaseltzer) and drank them, dissolved, in liquid. A family member just found it out. They asked should she get any tests performed immediately. The consumer did not have the product information handy. It was bought in USA and sent to (B)(6).